Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Manufacturer narrative:
Adverse event and date of event were updated to reflect the additional information received. The information of initial report references a previously reported event date. Of note, the date received in the additional information, which is populated is applicable to the date information that was as well. This is one of three device reports associated with this event. Related manufacturer report numbers are 1225714-2014-07146, 1225714-2014-07147 and 2937457-2014-01887. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired after the use of the product.